Event description:
A ventilator was returned to the MFR's svc ctr with a complaint that the device was alarming and needed svc. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's svc ctr, it was determined that the alarm condition was caused by a ventilator inoperative code which was found in the ventilator's downloaded error log. The device's interface pca was replaced to address the logged error code. The ventilator was found to audibly and visually alarm, as designed, for a ventilator inoperative condition.